Event description:
It was reported that the patient presented remotely via merlin.net as the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. As a resolution programming changes were made. There were no patient consequences and would be continued to be monitored.